Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 6.0mmx60mmx135cm (4f) sterling balloon catheter was advanced for dilation. The balloon was initially inflated at 8 atmospheres for 30 seconds; however, on the second inflation at 10 atmospheres for 30 seconds, the balloon ruptured and separated vertically. The device was removed without any problem and the procedure was completed with a different device. There were no patient complications nor injury reported, and the patient was in good condition after the procedure.